Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (power issue) issue. The reporter stated the pump kept losing power for unknown reasons. The reporter stated battery life was good per the battery life indicator. The reporter did not report any damage to the pump or battery cap. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-sep-2019 with the following findings: a review of the pump black box showed no pump reboots or power issues. A visual inspection of the pump revealed the battery compartment was undamaged. The battery cap was not returned with the pump. A test battery cap was used for all testing. The pump powered on with the test battery cap with audible tones and vibrations indicating that there was power to the pump. The pump was exercised for 12 hours with no power loss or rebooting occurring. The pump¿s cover was removed and there was no evidence of damage to the power circuit. The complaint of a power issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.